Event description:
A customer reported that during setup for a procedure, the system was not accepting the cassette and intermittently shutting down. An alternate system was used to proceed with the surgical cases scheduled for the day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The printed circuit board (pcb) power distribution and the host were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2005. Based on qa assessment, the product met specifications at the time of release. Pcb and host were both received for evaluation. A visual assessment of the returned samples showed that there were no physical defects or nonconformities. The returned pcb and the host were first inspected by measuring the voltage on the host and met specification specifications. The pcb and host were both installed into a calibrated system hotbed and the system was turned on with no issues. The memory diagnostics test was performed and passed all tests. A 1 hour burn in was performed and no issues were observed. The returned products were found to meet specification. The samples were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).